Event description:
The pt was not receiving pain relief after their pump was implanted. A catheter dye study showed that there was a leak due to a break/tear/hole in the catheter. The catheter was explanted and not replaced. The pt recovered without sequela. The medication being delivered via the device system was morphine sulfate. Add'l info has been requested, a follow-up report will sent if add'l info becomes available.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.